Event description:
Reporter noted it was impossible to inject silcone oil at the end of a posterior vitrectomy. The syringe can't be pressurized, because the rubber stopper attached to the syringe adapter doesn't have the proper hole. No patient injury occurred, but surgeon felt there could be an injury if this recurs.